Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 801 module (serial number (B)(4)). No incorrect results were reported outside of the laboratory. The sample initially resulted in a ca 19-9 value of 253 u/ml. The sample was repeated, resulting in a value of 837 u/ml. The sample was also diluted 1:10 and repeated on (B)(6) 2021, resulting in a value of 1025 u/ml. A second sample collected from the patient on (B)(6) 2021 resulted in a ca 19-9 value of 8.91 u/ml. This value was believed to be correct. The ca 19-9 reagent lot number was 504743. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number (lot 504743) for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.